Event description:
It was reported by pt that she underwent a right total hip arthroplasty in 2007, during which she received a durom acetabular cup. Approx 20 months post-op, she began experiencing groin pain. Her surgeon advised that the cup was loose, and has recommended a revision procedure, which is scheduled for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s.